Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons had to press few times to respond. Customer reported that the insulin pump had to re program pump setting and battery cap not staying in place. Customer reported that the insulin pump had to change batteries more than once in week and backlight was dimmer. No harm requiring medical intervention was reported. The device will not be returned for analysis.